Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05631 and 3005099803-2012-05632 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, deployment was attempted using the speedband device (mr # 3005099803-2012-05632), but the first band was not able to be released. A second speedband device (mr # 3005099803-2012-05631) was then used, but the same issue occurred; the first band failed to release. At this time, the procedure was continued and completed using a non-bsc device. Prior to use, no damage was visible to either of the speedband devices or their respective packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination found that the strap, tripwire, spool, suture, and ligator head were returned for analysis. There was residue present on the device which is indicative of use. An examination of the ligator head found five bands (four blue one white) were present, the suture was partially pulled from under the bands and the teeth were slightly damaged. Further evaluation revealed that the tripwire was found to be cut and removed from handle injection septum, the trip wire was not wound around the handle spool and the proximal section of the trip wire was coiled. The suture, which returned broken on the ligator head, was attached to the tripwire loop, but the two were tangled in such a manner that releasing them would have led to further device damage. Additionally, the trip wire was cinched in the handle slot. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the device had 5 bands remaining on the ligator head, the suture had been broken and pulled from under the bands and the ligator teeth were damaged. Although the trip wire was secured, it is possible the user did not properly set-up the device causing the failure. Failure to properly set-up and/ or tighten the trip wire could ultimately impact the deployment activity of the bands which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05631 and 3005099803-2012-05632 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an evl (endoscopic variceal ligation) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, deployment was attempted using the speedband device (mr # 3005099803-2012-05632), but the first band was not able to be released. A second speedband device (mr # 3005099803-2012-05631) was then used, but the same issue occurred; the first band failed to release. At this time, the procedure was continued and completed using a non-bsc device. Prior to use, no damage was visible to either of the speedband devices or their respective packaging. Additionally, the sterile barrier of the packaging had not been compromised. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.